Event description:
It was reported that during a lsh procedure, the soft tissue pad on the inactive arm of the blade had worn completely through. This allowed for metal-on-metal contact. The shears were replaced and the case resumed. This prolonged the case about 5-10 minutes. No pt consequence.